Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging an inaccurate high result on the subject meter of "500 mg/dl" compared to "137 mg/dl" on another meter. The time difference between results was not provided. This complaint is being reported because the reported results may not meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.